Manufacturer narrative:
Internal report #:(B)(4). Product not returned for eval. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results about 118 mg/dl fasting; 160 to 170 mg/dl at lunch; and below 200 mg/dl before bed. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing results to onetouch meter and blood glucose readings are 150 mg/dl higher. Back-to-back blood test performed during call after meal ((B)(6) 2015; 8:03pm) with results of 431 mg/dl and 373 mg/dl. Verified storage of test strips is within specification since they are kept in bedroom cabinet. Test strip lot manufacturer's expiration date is 06/30/2015 and open vial date is about one week ago. Recall test results performed after meals from meter memory: (B)(6); 7:11pm - 525 m/dl; (B)(6); 6:17pm - 587 mg/dl; (B)(6); 5:46pm - 599 mg/dl; (B)(6); 2:38pm - "hi"; (B)(6); 1:58pm - 533 mg/dl. Adverse event not reported.